Event description:
Procedure: delta xtend revision due to infection. The surgeon carried out a washout of the infected reverse shoulder arthroplasty and exchange of poly liner and glenosphere. Implants were discarded as per hospital protocol. Primary procedure was on (B)(6) 2014.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Manufacturer narrative:
The devices associated to the complaint were not returned for analysis. The DHR analysis performed did not reveal any anomalies that could be related to the issue reported on the complaint. A 24 months complaint search into the complaints database was performed, no other complaint was reported associating provided products and lots combinations. Based on the information received and the investigation performed, the root cause of the analysis could not be determined. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.